Event description:
It was reported the excluder bifurcated endoprosthesis device migrated proximally above the renals after deployment. The clinician used a brachial access approach for the procedure. The pt was converted to an open procedure with successful results. According to the clinician, the pt was doing great 5 days after the procedure. No allegation of product deficiency was made by the clinician.